Manufacturer narrative:
Based on the results of the investigation, the reported events were likely due to component failure; however, a conclusive root cause for the reported event was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that scope exhibited a b30 error and no image (black). There was no patient involvement.